Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2186 showed two other similar product complaint(s) from this lot number.

Event description:
It was reported that the strain relief was unable to be inserted into the catheter. It was reported this occurred with two devices. This report addresses the second device.